Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. The product was returned and visual testing was performed no damages were detected on the samples. One (1) sample was received without its original packaging. The sample was visually inspected at a distance of 12? Under normal lighting to received unit, in order to detect any damage on the unit. During the visual inspection, it was found a hole in bag between the tape and bag. A random sample of 32 units was taken from process in order to verify that parts are free of workmanship defects and damaged. No discrepancies were found. After a review of the different verifications that are performed during the manufacturing process to detect damaged components, the most probable root cause is that damaged occurred after the product left the facility. Actions taken to mitigate the issue: as mitigation qalert 18262 was generated on (B)(6) 2018 to ensure that operators verify that breathing bags are free of holes and damaged. No product information has been provided to date.

Event description:
It was reported a 3 liter non-latex breathing bag was found torn at the neck directly underneath the white securement tape and two large face mask on both mask, plastic port connections (used to connect either a resuscitation bag or anesthesia circuit) is dented and the shape is a letter d. No patient injury reported.